Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not appear successful at terminating the arrhythmias using anti-tachycardia pacing. The right atrial (ra) lead exhibited undersensing. The ra lead and ICD remain in use. No patient complications have been reported as a result of this event.